Event description:
It was reported that, that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock and the field representative had a doubt about the ventricular fibrillation. The patient was calm at home and felt something strange on the chest and lay down on the sofa. The technical services (ts) reviewed the data and indicated that the rhythm recorded by the device appears to be stable. Ts mentioned that the system had converted an arrhythmia properly two years ago, with the same programming. The ts did not recommend a change in the device programming. Nonetheless, the field representatives believe that the s-ICD delivered an inappropriate shock due to supraventricular tachycardia (svt). This s-ICD remains in service. No adverse patient effects were reported.